Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said the patient went into the emergency room (ER) on date of initial report because their ins started shocking them in their back while they were at a parade. The patient didn't have their patient programmer (pp) when they were at the parade; the hcp didn't report a fall or trauma. Additional information received from a manufacturer representative (rep) who received a message saying the patient was in pain and felt a shocking sensation. The rep asked, but there were no known environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting performed and no actions/interventions were taken to resolve the issue. The rep asked, but it is unknown at the time of the report if the issue was resolved. The rep asked, but it is unknown at the time of the report if surgical intervention is planned. No further patient complications have been reported as a result of this event.